Event description:
It was reported by the customer during use on the patient that cs300 intra-aortic balloon pump (iabp) has autofill failure. No patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Manufacturer narrative:
Updated fields: b4, e3 (occupation), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device logs were examined, it was seen that it gave an error of 57. The purge valve and filter tubing assembly connections on the device were checked. The device was restarted and it was seen that it did not give an error. The device was tested for a long time and it was seen that it gave the same error once again during the test. Due to the risk of the device repeating the possible error, it is recommended to change the purge valve filter tubing assembly parts. It is recommended to observe the device. The device is operational and has been delivered to the customer for observation.